Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, patient in apollo study was implanted on (B)(6) 2022 with ulys vr 140dq0a5 and invicta 1cr 58 cm 58tr100508 with subclavian access in left subcutaneous pocket with good electrical parameters. On (B)(6) due to bleeding of the pocket, a reintervention was performed to clean the area.

Manufacturer narrative:
The subject device was sterilized and released according to applicable standard operating procedures. It should be noted that pocket hematoma is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, patient in apollo study was implanted on (B)(6) 2022 with ulys vr 140dq0a5 and invicta 1cr 58 cm 58tr100508 with subclavian access in left subcutaneous pocket with good electrical parameters. On (B)(6) due to bleeding of the pocket, a reintervention was performed to clean the area.